Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious bodily injuries including extreme pain, erosion of internal bodily tissue, dyspareunia, disability, impairment, hardening, vaginal extrusions, distended abdomen, incontinence, and has required or will require additional surgeries and medical treatments.

Event description:
Per additional information received, the patient has experienced pelvic pain, ambulation difficulties, limited activity, bladder and vaginal infections and vaginal pain.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.